Event description:
It was reported that altitude alarm occurred with multiple cartridges. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated blood glucose. Reportedly, customer reverted to an alternate method of insulin therapy.